Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 18-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 10-apr-2018 with the following findings: a review of the black box showed multiple call service 078 motor alarms. The battery compartment and cap were undamaged and fit securely. The rewind, load, and prime steps were performed successfully. No call service 078 alarms occurred during investigation. The pump cover was removed to find moisture corrosion to the motor flex/connector. Unrelated to the original complaint, the display was dim and red. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.